Event description:
The user facility reported that the tip of the radifocus glidewire advantage was deformed during use. Reportedly there was no harm to the patient, however, no additional information has been provided by the user facility.

Manufacturer narrative:
The evaluation results/conclusions showed the actual sample's urethane coating had been rolled back, however, there is no code available; is based upon evaluation of undamaged segments of the actual sample. The actual device was returned and evaluated. Visual inspection confirmed the user facility's complaint and also found that the urethane coat had been peeled and rolled back in the distal direction over the glidewire. Closer inspection of the glidewire found: the proximal end of the urethane coat had been shifted from its original position to the distal extremity of the device; a bulge was noted approximately 50 mm from the distal end of the device, which is also the proximal end of the urethane coat, which could be the original distal end of the glidewire shaft; the rollback of the urethane coat began approximately 302 mm from the distal end of the glidewire; a trace of the edge processing was found at the proximal end of the urethane coating confirming that there is no remaining foreign material in the patient. In an attempt to replace the rolled portion back into its original position, it was found to be very tightly rolled and unable to be repositioned. Therefore, the outside diameter of the actual device was unable to be determined. The urethane layer was intentionally removed from the undamaged segment to check the adhesion of the urethane coat to the core wire. There were no anomalies, including peeling or lifting of the urethane coat and the core wire. Previously conducted product reproductive tests of similar nature suggest that the proximal end of the urethane coat may have sustained damage by being subjected to an external force which exceeded the product's strength limit at the proximal end of the urethane coat causing the urethane coat to separate from the core wire. A review of the device history record and shipping inspection record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Based on the investigation findings, there is no indication that this event was related to a device defect or malfunction. All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).